Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR#: 2134265-2010-00412, 2134265-2010-00429, 2134265-2010-00431. It was reported that post a coronary drug-eluting stenting treatment procedure, the pt expired. Angiography confirmed stenosis at the left anterior descending (lad) artery and the left circumflex (lcx). The lesions were predilated with a 2.0x15mm apex, 2.5x20mm apex and 3.0x8mm quantum maverick coronary balloons. Then, a 2.5x18mm non-bsc stent was implanted at the distal lcx and a 2.75x29mm non-bsc stent was implanted at the proximal lad. Next, a 2.25x12mm taxus liberte was advanced to the mid lad and deployed. The pt suddenly expired three hours after the procedure. Additional info has been requested and is not available.

Event description:
Same case as MFR#: 2134265-2010-00412, 2134265-2010-00429, 2134265-2010-00431.it was reported that post a coronary drug-eluting stenting treatment procedure, the patient expired. Angiography confirmed stenosis at the left anterior descending (lad) artery and the left circumflex (lcx). The lesions were predilated with a 2.0x15mm apex, 2.5x20mm apex and 3.0x8mm quantum maverick coronary balloons. Then a 2.5x18mm non-bsc stent was implanted at the distal lcx and a 2.75x29mm non-bsc stent was implanted at the proximal lad. Next, a 2.25x12mm taxus liberte was advanced to the mid lad and deployed. The patient suddenly expired three hours after the procedure. Additional information has been requested and is not available.additional information received:the 80% stenosed lesion was located in the moderately calcified lad. There was 85% stenosis in the moderately calcified and moderately tortuous lcx. A 2.0 x15mm apex balloon and 2.5 x20mm apex balloon were used for pre-dilation. After pre-dilating the lad and lcx, the stenosis was reduced to 40%. The 2.5x18mm non-bsc stent was deployed at 14atms and was not post dilated. The 2.75x29mm non-bsc stent was deployed at 16atms and was post dilated with the 3.0x8mm quantum maverick balloon. The 2.25x12mm taxus liberte stent was deployed at 12atms and it was not post dilated. No dissections were noted; all three stents were well positioned and fully apposed. The patient was given plavix and aspirin before the procedure. During the procedure they were administered heparin. After the procedure, the patient was given iib/iiia. The patient was in stable condition immediately after the procedure was completed. Per the physician, the patient¿s death was unrelated to the procedure and was due to the co-morbidity of the patient.